Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735996, serial/lot #: (B)(6). The connector was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The red wire was pulled from the connector on one end and the green/yellow ground wire was cut at the other end. All other wires were cut off at the end. The connector was physically damaged. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a note on the system that read "camera not connected and needed repair." The representative found that one of the cables was feeding into the power switch had a loose wire. The cart-to-cart cable was disconnected and reseated ethernet connections into the o-ring and reseated the power switch cable into the uninterruptible power supply (ups). They reconnected the cart-to-cart cable and hit the power button on the camera cart, the main cart then powered off. The representative attempted to swap internal cart-to-cart cable connections from a known functional camera cart, but they were unable to proceed with further troubleshooting.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: cable 9735996 on/off kit s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.